Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes on sensing integrity counter (sic). In addition, there was a rv lead noise warning triggered for noise on the rv lead. This appears to be caused by t-wave oversensing (twos) during supra ventricular tachycardia (svt). The rv lead remains in use. No patient complications have been reported as a result of this event.